Event description:
During an anonymous customer experience survey it was reported that a patient on peritoneal dialysis (pd) patient was diagnosed with peritonitis after undergoing the modality for only one month. Follow-up with a pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc > 2000) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal vancomycin and fortaz (dosages. Durations, frequency not provided). The patient¿s peritoneal effluent culture result returned negative for growth (deemed sterile peritonitis), and the patient¿s antibiotics were continued. The patient transitioned to hemodialysis (hd) while hospitalized due to the patient¿s displeasure with pd therapy after discussing their concerns with the nephrologist. The patient has recovered from the events and continues to undergo outpatient hd for renal replacement therapy (rrt). Per the pdrn, the patient¿s progress notes indicate the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler, liberty cycler set, and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which required hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown (no organism identified); therefore, causality could not be firmly established. However, the patient¿s progress notes indicated the serious adverse events were unrelated to any fresenius device(s) and/or product(s), and the patient¿s transitioned to hd therapy was due to displeasure with the modality. End stage renal disease (esrd) patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. In the absence of a positive peritoneal effluent culture, symptoms such as abdominal pain and cloudy peritoneal effluent fluid are likely indicators for the onset of infective peritonitis. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectation(s) or manufacturer specifications. Therefore, the liberty cycler and liberty cycler set can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey it was reported that a patient on peritoneal dialysis (pd) patient was diagnosed with peritonitis after undergoing the modality for only one month. Follow-up with a pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc > 2000) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal vancomycin and fortaz (dosages. Durations, frequency not provided). The patient¿s peritoneal effluent culture result returned negative for growth (deemed sterile peritonitis), and the patient¿s antibiotics were continued. The patient transitioned to hemodialysis (hd) while hospitalized due to the patient¿s displeasure with pd therapy after discussing their concerns with the nephrologist. The patient has recovered from the events and continues to undergo outpatient hd for renal replacement therapy (rrt). Per the pdrn, the patient¿s progress notes indicate the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.